Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt had cerebrospinal fluid leakage due to a dural puncture during the implant procedure. Due to difficult pt anatomy, the lead kept going anterior. The implant was aborted. The pt reported headache post-operatively which was resolved. The user facility kept the lead, therefore, no analysis will be performed on the lead.